Event description:
Facility performed an augmentation cystoplasty on a 8 year old boy. The catheter had been indwelled for 3 weeks, it was removed with not a lot a pulling. The material ruptured 2cm above the wings and was left underneath the facia. The removed section was sent to pathology for further testing. 8/18/98: an add'l surgical procedure was performed. The segment was successfully removed with no injury to the pt.